Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and revealed the following: the sheath hub was separated from the shaft. The valve frame outflow side is protruding through a puncture at the strain relief location. The reported event for system components separated during use, and sheath punctured was confirmed based on evaluation of the provided imagery. Further evaluation showed no indication of a specific non-conformance contributing to the reported complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per imaging evaluation, the sheath hub was separated from the sheath shaft. The observed failure mode is similar to a previously identified failure documented and assessed in a product risk assessment. A CAPA has been initiated to further investigate the issue and identify any potential root causes. In this case, it is possible that during removal attempt, the crimped valve caught onto the exposed strain relief, leading to the observed puncture. As such, available information suggests that procedural factors (crimped valve caught onto strain relief) may have contributed to the reported puncture. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Event description:
Per additional information received, the device had to be removed surgically with full vessel cutdown to repair it. The second valve that was implanted was a non-edwards device with surgical approach.

Manufacturer narrative:
Additional information added to b5.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra transcatheter heart valve, when inserting the commander delivery system into the esheath, the operator noticed a slight noise, which did not raise immediate concern. However, upon advancing the valve through the esheath, it became apparent on the screen that the esheath of the introducer had become detached from its external part, which disrupted the proper course of the procedure. The esheath progressed simultaneously with the valve, and the device had to be removed surgically. A second valve was subsequently implanted without consequence. The patient is doing well. Per report, the operator did not force the device at any point, and nothing on the pre procedure CT scan indicated any risk of damage to the esheath. Imagery provided by the site shows the commander delivery system and valve inserted into the esheath. The sheath shaft and sheath hub appear to be separated. Additionally, the valve could be observed protruding through a strain relief puncture.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to d4 and d4 based on imaging evaluation.